Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient¿s onetouch ultra2 meter read inaccurately high. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that on (B)(6) 2017 at 12:00pm the patient obtained results of ¿184 and 229mg/dl¿ which the patient felt was inaccurately high in comparison to results of ¿164 and 180mg/dl¿ on a onetouch verioflex meter. Meter to other meter comparisons do not meet lfs criteria of a valid comparison for accuracy. The reporter also detailed that the patient felt that results of "170, 189 and 229mg/dl" obtained on the subject meter were inaccurately high in comparison to her feelings or normal results. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages her diabetes with oral medication and diet and the reporter detailed that the patient exercised in the morning and evening of (B)(6) 2017 in response to the alleged issue. The reporter denied that the patient developed any symptoms as a result of the meter issue, however stated that on (B)(6) 2017 the patient visited the doctors office where she was treated with glucose tablets or gel. The reporter also stated that on (B)(6) 2017, prior to the issue occurring, the patient had her blood glucose tested on a lab device, but could not specify the results. During the call the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.